Event description:
A us distributor contacted zoll to report that a pt experienced an inappropriate defibrillation event. Non-sustained ventricular tachycardia (nsvt) contributed to the false detection. The pt was reported to be in the hosp when he was inappropriately treated twice. The response buttons were pressed intermittently before the treatment was delivered. The pt is to receive an implantable cardioverter defibrillator (ICD).

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. The pt remained at the hosp and continues to wear the lifevest. Device eval was accomplished through a review of the pt's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device MFR date: 06/01/2013 (reuse). Add'l inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Pts are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trail (B)(4) (0.69% per pt-month with 90% confidence). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf .